Event description:
The pt underwent lar procedure due to malignant rectal tumor. The anastomosis was created with the car device. After the first week of surgery, the pt complained of pain and constipation. The pt received pain medication and antibiotics. After a few days, the pt returned and the ring was found loose in the anus, and was digitally removed. The pt returned 15 days later with constipation and difficulty in passing stool and trouble urinating. Upon exam, anastomotic dehiscence was diagnosed (encapsulated cavity was shown around the lower rectum). The anastomosis was stitched. The pt tolerated the procedure well.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to the product specs. The device was not returned for eval, therefore, no further conclusions could be drawn. Anastomotic leaks are anticipated adverse events in colorectal anastomotic procedures and pt's co-morbidities are known to be associated with an increased risk of anastomotic failure. Indeed, according to the surgeon, the outcome is clearly associated with the complicated medical condition of the pt prior to surgery. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomotic devices.